Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed ink spots. Reportedly, customer was unable to see portions of the display. There was no impact to customer's blood glucose level. Customer stated that they have back up syringes for insulin therapy.